Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized for two days due to diabetic ketoacidosis. Customer reported that she was not getting any alerts or insulin. Customer stated she was having a difficult time controlling her sugar and that she had given herself more insulin than usual. Customer reported a blood glucose level of 600 mg/dl. Customer was wearing the pump at the time of emergency room visit. Nothing further reported.